Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported navigation ring failure. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse replaced the front bezel to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.

Manufacturer narrative:
G4: 08jul2020. B4: (B)(6)2020 the defective front bezel was received for evaluation. It was determined that the reported issue was caused by the navigation ring design assembly not being impervious to liquid ingress when exposed to an emersion test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021 b4:(B)(6) 2021 parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.